Event description:
It was reported that upon deployment, the filter legs did not open. The physician decided to remove the filter and a competitor's filter was successfully deployed through the same access site. There was no report of injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The filter and the delivery system were discarded by the user facility. The event investigation is currently underway.